Manufacturer narrative:
Section a patient information, no additional patient information available. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, trending review and labeling review. Service inspected the analyzer and determined the valve assy, 2-way, n/c, epdm seal, 24vdc, smc lvm15 (h-35004169-01) was worn and replaced the part. Part replacement resolved the issue. No additional result issues have been reported since part replacement. No returns were provided by the customer. A review was performed for any trends and all customer complaints received for this issue. The review of this data did not identify increased complaint activity for the alinity hq processing module or the complaint issue. Device history record review did not identify any non-conformances with the complaint issue. Additionally, labeling was reviewed and found to be adequate for the complaint issue. Based on the available information no product deficiency of the alinity hq processing module, list number 09p68-01, was identified.

Event description:
The customer generated false depressed hemoglobin (hgb) results when using alinity hq processing module on (B)(6) 2025. Sid (B)(6) (82-year-old asian male) alinity hq hgb 6.7 g/dl, sysmex xn method 9.2 g/dl. Sid (B)(6) (79-year-old asian male) alinity hq hgb 6.8 g/dl, sysmex xn method 10.6 g/dl. Sid (B)(6) (85-year-old asian female) alinity hq hgb 7.4 g/dl, sysmex xn method 10.4 g/dl. Sid (B)(6) (78-year-old asian female) alinity hq hgb 7.9 g/dl, sysmex xn method 10.3 g/dl. Sid (B)(6) (87-year-old asian female) alinity hq hgb 7.8 g/dl, sysmex xn method 14.7 g/dl. Sid (B)(6) (73-year-old asian male) alinity hq hgb 6.97 g/dl, sysmex xn method 8.5 g/dl. No negative impact to patient reported.